Event description:
It was reported to philips that the system would not start up properly. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular procedure. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system would not start up properly. Review of the log files shows "problem with longitudinal potmeter in the table¿ and ¿flexvision pc which was partially unreachable¿. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found issue with the flexvision pc. To resolve the issue, fse replaced the flex viewing pc. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If exposure issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A x-ray tube defective issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.